Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was having issues with sensor glucose versus blood glucose. Customer stated her readings have been completely inaccurate. Customer stated the cannula is not straight. Customer's blood glucose was 222mg/dl and sensor glucose was 40mg/dl. Advised customer to monitor device, advised to release the sensor by pushing and holding the green button on the serter.

Manufacturer narrative:
Analysis inspected 1 opened/used partial enlite sensor and performed continuity resistance test and sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly, also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Analysis was unable to confirm needle anomaly due to customer did not return insertion needle. Cannot perform bts test as the sensor is beyond its expiration date.